Event description:
Pt underwent a trabeculectomy procedure (B)(6) 2020. Experienced a possible omni surgical device product failure. Pt returned (B)(6) 2020 related to increased ocular pressure. Second procedure to insert express short on (B)(6) 2020 was successful. FDA safety report ID# (B)(4).